Event description:
A 8.0 mm tracheostomy tube inserted 2/18/95. On 2/27/96, while pt being suctioned at home, cannula broke off at the flange. Cannula aspirated. Pt transported to hosp, where cannula was removed with emergent bronchoscopy. Pt admitted to hosp for observation, released home next day.